Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited infection and bleeding. Reportedly, the patient's pocket continued to bleed then the physician decided to cauterize to control the issue. Subsequently, the physician thought about the infection and found lots of blood clots after opening the s-ICD pocket. A revision was performed and the s-ICD along with the implantable lead were explanted. The patient is wearing a life vest and awaiting an upgrade procedure to be performed at a later date. There were no additional adverse patient effects reported.